Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited image and watertightness defect, and a charged coupled device and plug unit failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image defect due to charged coupled device failure, watertight defect due to plug unit failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.